Event description:
While in pacu after skin flap procedure, the patient was found to have bleeding from right back free flap donor site. Hemovac attached and collected about 400 ml output. Per surgeon, "all hemoclips need to be replaced." Clip appliers used were from free flap set #1. All hemoclips were replaced due to malfunction of the clip from set #1.